Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2; related manufacturer reference number:1627487-2021-12875. It was reported that the patient lost therapy after multiple falls. X-ray confirmed multiple lead fractures on one of the leads. Surgical intervention was undertaken in which the leads were explanted and replaced to address this issue. Note: both of the leads are being reported as it is unknown which lead was fractured.